Event description:
It was reported the pt had a lead added to the right side of her existing lead since she needed more coverage on (B)(6) 2013. X-rays were and showed that the existing lead had shifted a little further to the left of the epidural space, so the left side was disconnected from the ipg. The sjm rep programmed the system on (B)(6) 2013 and was able to get bilateral coverage. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.